Event description:
Customer reported her insulin pump has cracks. Customer's blood glucose is 146 mg/dl. The device has two cracks on the bottom of the window and one in the middle of the reservoir compartment. Customer stated she may have hit the device against something, but is not sure. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir window and a cracked case near display window corners were noted during the visual inspection.